Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A follow-up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for streptococcus salivarius in a (B)(6) male patient coincident with physioneal 40 viaflex therapy. On (B)(6) 2011, the patient began treatment with physioneal 40 viaflex therapy (4 liters, daily, lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique described as accidental disconnection of protection cap. On (B)(6) 2011, the patient experienced fever (actual value not reported) and peritonitis manifested by abdominal pain and cloudy effluent which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with ceftazidime (dose, frequency and route not reported) and vancomycin (dose, frequency and route not reported). On (B)(6) 2011, vancomycin was discontinued and changed to ampicillin (dose, frequency and route not reported). On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6), ceftazidime was discontinued. On (B)(6) 2011, ampicillin was discontinued. The nurse believed that the cause of the peritonitis was due to a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome was unknown. At the time of this report, physioneal 40 viaflex therapy was ongoing and the outcome for the event of bacterial peritonitis with culture positive for streptococcus salivarius had resolved. The nurse considered the event of bacterial peritonitis with culture positive for streptococcus salivarius to be unrelated to physioneal 40 viaflex therapy. The nurse did not provide an assessment of causality for the event of break in aseptic technique.